Event description:
Caller states that the patient tested >8.0 inr on the device and 3.7 inr on a lab drawn within minutes. Patient's coumadin was held for 1 day due to device results. No adverse event reported. Requested return of suspect device, however, caller states that strips are unavailable for return.